Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. No error alarm noted during testing. Unable to verify for motor motion error alarm or motor position encoder error noted due to constant motor error alarm. The insulin pump received with crack reservoir tube lip, crack battery tube threads and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The blood glucose at the time of the incident was 113 mg/dl. Troubleshooting was performed. The device was returned for analysis.